Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via review of the submitted and downloaded log files, and evaluation of the returned modular cable (lot number: 7622115) confirmed damages that would have contributed to the events seen in the log files. The event log files from the exchanged controller collectively contained approximately 10 days of information (26aug2024 to 05sep2024 per timestamps). At 3:17:44 on 05sep2024, a driveline communication fault alarm activated due to an internal fault indicating that there was an interruption in the communication b signal. Controller interruptions in the communication b signal were observed to intermittently clear and re-activate throughout the remainder of the log file, but the associated alarm latched and remained active until the controller was exchanged. The observed alarm did not impact the controller¿s ability to operate the pump at the intended speed. During functional testing of the returned modular cable, the driveline communication fault alarm was not able to be reproduced; however, damages consistent with the log file findings were revealed. The modular cable was able to support operation of a mock circulatory loop without issue. However, the inner wires of the modular cable were not able to pass resistance testing requirements. The layers of the cable were removed one at a time, and two areas of wire damages were able to be identified. In both areas, the insulations of several inner wires were damaged, exposing their inner conductors. The conductors of the yellow (communication b) wire were noted to be exposed. With manipulation of the cable, the conductors of the yellow wire could have shorted to one of the other damaged wires, which would have caused the observed interruptions in the communication b signal. The observed damage was therefore determined to be the root cause of the driveline communication fault alarm. The device history records were reviewed and the records revealed that the modular cable (lot number: 7622115) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. The heartmate iii instructions for use (section 8 entitled ¿equipment storage and care¿) and the heartmate iii patient handbook (section 6 entitled ¿caring for the equipment¿) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department due to a driveline communication fault alarm. The patient remained stable throughout the alarm. The modular cable was and system controller were exchanged with no issue and the alarm cleared. Log files submitted for review confirmed the driveline communication fault.